Event description:
Reportedly, the circular stapler did not cut properly causing problems to extract it. The surgeon had difficulty removing the head of the instrument. Some liquids came out of the intestine into the cavity and the surgeon had to proceed with non-permanent colostomy and manual reconstruction of the anastomosis. No additional info. Pt status, so far, okay.